Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on december 21, 2022. An investigation is in progress for returned product received on january 20, 2023.

Event description:
Started to pull out what I thought was pieces of the string..it was not string, looked like some kind of noodle ¿ vagina [foreign body in reproductive tract]. String came out with applicator....cotton at the end [device breakage]. Tampon cotton had been tampered with [suspected product tampering]. I inserted it, string came out with the applicator..little cotton in the end that the string should have been attached to [complication of device insertion]. Cotton had been tampered with noodles [product contamination physical]. Case narrative: consumer reported via e-mail that the string came out with the applicator during insertion, as she removed the tampon it had noodles attached to it. No serious injury reported.

Event description:
Started to pull out what I thought was pieces of the string..it was not string, looked like some kind of noodle ¿ vagina [foreign body in reproductive tract]. String came out with applicator, cotton at the end [device breakage]. Tampon cotton had been tampered with [suspected product tampering]. I inserted it, string came out with the applicator, little cotton in the end that the string should have been attached to [complication of device insertion]. Cotton had been tampered with noodles [product contamination physical]. Case narrative: consumer reported via e-mail that the string came out with the applicator during insertion, as she removed the tampon it had noodles attached to it. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Started to pull out what I thought was pieces of the string..it was not string, looked like some kind of noodle ¿ vagina [foreign body in reproductive tract] string came out with applicator....cotton at the end [device breakage] tampon cotton had been tampered with [suspected product tampering] I inserted it, string came out with the applicator..little cotton in the end that the string should have been attached to [complication of device insertion] cotton had been tampered with noodles [product contamination physical] case narrative: consumer reported via e-mail that the string came out with the applicator during insertion, as she removed the tampon it had noodles attached to it. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.